Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with minor scratched display window.(B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 593 mg/dl at the time of incident. The customer stated that he treated hi high blood glucose with manual injections. The customer found no air bubbles and leaks. The customer declined to check the settings. The customer will call back to perform high pressure test. The customer stated that he needed to press the act button multiple times to get it to fill tubing. The insulin pump will be returned for analysis.